Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 79-year-old male patient sample. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 2.530 mmol/l, repeat results = 0.857 mmol/l, 0.855 mmol/l. No impact to patient management was reported.

Event description:
The customer observed a falsely elevated alinity c magnesium (mg) result generated for a 79-year-old male patient sample. The following data was provided: (B)(6) 2025 sample ID (B)(6) initial result = 2.530 mmol/l, repeat results = 0.857 mmol/l, 0.855 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the alinity c-series cuvette. Part replacement resolved the issue. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to false elevated magnesium results after the current complaint was reported. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the alinity c-series cuvette did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c-series cuvette were identified.